Manufacturer narrative:
(B)(4). The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that radial jaw 4 pulmonary biopsy forceps was used during a biopsy procedure performed on (B)(6) 2019. According to the complainant, during the procedure, the jaws would not close when it was reintroduce into the scope for another biopsy. The procedure was completed with another radial jaw 4 pulmonary biopsy forceps. There were no patient complications reported as a result of this event.